Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up after a power outage. Upon troubleshooting, fse found that the host pc doesn't always start, and the diagnostic leds were off when host pc not starting but green led on front was on. To resolve the issue, fse replaced the host pc and returned it to philips for further analysis. The analysis of host pc confirmed that the malfunction was due to failure of power supply unit of host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.